Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which all components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Microscopic evaluation noted that the middle, proximal and distal end of each cylinder had wear at fold, and additionally, their kink resistant tubing (krt) were worn to the filament. Both cylinders passed leakage examination. The pump was microscopically inspected, leak and functionally tested. No leaks were identified; however, its krt was worn to the filament, and it did not pass the activation test during functional evaluation. The reservoir was microscopically inspected and tested for leaks. The component exhibited wear at fold in its shell, along with a leak and a hole consistent with sharp instrument damage. Based on the information available and analysis results, the pump not passing the functional testing could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that one of the cylinders of this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which all components were removed and replaced. There were no patient complications reported.